Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer was instructed to replace supplies as needed and continue with insulin therapy.